Event description:
It was reported that during extraction of a right atrial (ra) lead, the extraction tool broke so the md went through the leg to retrieve the lead. When this was being done, the rv lead also became dislodged and was replaced. A new lead was successfully implanted. No additional adverse patient effects were reported.